Event description:
The patient stated his blood glucose was 238 mg/dl before bed and he bolused to lower his blood glucose. The next morning, his blood glucose was 350 mg/dl and he bolused again. Two hours later, his blood glucose was 340 mg/dl and he found that his infusion tubing had separated partially at the luer lock connection and insulin was leaking. The patient replaced his infusion tubing and gave himself a correction bolus. The patient reported dry mouth due to high blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to ber returned for evaluation.